Manufacturer narrative:
Updated fields: b4, d9, d8, e1(initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that they had replaced the drive assembly and the muffler. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had k7 leak out of spe. There was no patient involvement.